Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was not implanted in the patient¿s ocular sinister (left eye) as the optic was damaged, slipped out after attempt. Through follow-up, additional information was received confirming lens damage, clarifying lens would not come out, and confirming cartridge tip had patient contact. There was no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no vitrectomy. The same procedure was completed successfully using backup lens with the same model and diopter size. Lens is not available for return as operating room team did not save the lens. No further information is available.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned as it was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint was received from this production order. Cf6547140 for dc-delivery issue/dc-lens torn, and no product deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.